Manufacturer narrative:
The customer reported complaint of the autopulse platform (sn (B)(4)) was confirmed. The platform passed initial functional testing without any fault or error. However, during final testing, the platform stopped compression repeatedly due to ua17 (max motor on time exceeded) error message. The root cause was due to the defective drivetrain motor. Upon visual inspection, noticed that the load plate cover was damaged and the encoder drive shaft does not rotate smoothly, exhibits binding and resistance, unrelated to the reported complaint. The autopulse platform is a reusable device and was manufactured in 2008 and is 11 years old, well beyond the expected service life of five years. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device. Review of archive data showed occurrence of multiple ua17 (max motor on time exceeded) and multiple ua07 (discrepancy between load1 and load2 too large) error messages on the customer reported event date. The load sensing system has detected a weight/load imbalance between the two load cells, checked during power-on-self-test. Load cell characterization indicated load cell module 2 was over reported. The root cause for the occurrence of ua07 error was due to the defective load cell 2. The load cell 2 and the drive train motor needs to be replaced to prevent the re-occurrence of ua07 and ua17 error messages. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with serial number (B)(4).

Event description:
As reported, during shift check, the autopulse platform (sn (B)(4)) displayed ua17 (motor on for too long during active operation) and ua07 (discrepancy between load1 and load2 too large) error messages. No patient involvement.